Manufacturer narrative:
D10: (B)(6), 300-01-17 - equinoxe humeral stem primary press fit 17mm, (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that an 80 yo male patient who had their left shoulder implanted, was revised from atsa to rtsa. Images indicated rotator cuff failure. The glenoid component was observed to be severely worn. Components were removed & reverse components were implanted. A constrained liner was required. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return. A device image was provided. No further information. This is 1 of 2 reports for this event.